Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 101 mg/dl. The customer reported that they had performed that troubleshooting for pump error. Alarm occurred shortly after inserting a new battery. The customer was advised the insulin pump experienced an unexpected restart. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.